Event description:
Reportedly, subject guidewire was used to cross a diffused cto lesion at lcx #11, and unknown stent was deployed. When removing the guidewire, physician felt that the tip of the guidewire was trapped at calcified lesion at #13, and could not remove the guidewire. A unknown microcatheter was advanced over the guidewire, guidewire could be released from the trapped condition, guidewire and the microcatheter were removed out in one unit. Upon checking the device outside body, coil elongation was observed. As tip end of the coil was confirmed at the elongate coil wire, and nothing was observed left in the anatomy by x-ray inspection, procedure was concluded and the patient was released with no notable adverse event.

Manufacturer narrative:
Investigation of returned devices revealed that the guidewire core structure was broken off at the section adjacent to the tip end, coil wire was elongated to approximately 80 cm, but in one unit up to the distal end. With further close inspection of the broken core structure, it was supposed that approximately 8 mm was missing between the broken proximal portion and distal portion. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received.